Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 430 mg/dl. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.